Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of steel wire was fractured.

Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during a gallstones procedure performed on (B)(6) 2024. During the procedure, the connection between the catheter and the steel wire was fractured. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during a gallstones procedure performed on (B)(6) 2024. During the procedure, the connection between the catheter and the steel wire was fractured. The procedure was completed with rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of steel wire was fractured. H11: investigation results: the returned rx cytology brush was received for analysis. Visual examination revealed that the wire from the working length that is connected to the handle cannula is detached. The reported event was confirmed. Based on the available information, the investigation findings were most likely happened due to the physician technique at the time of extending and retracting the brush which due to friction and possible tortuosity of the procedure could have cause the wire detachment due to the constant movement from the handle. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.